Event description:
It was reported that the insulin pump stopped working and the drive support cap is protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, blank display due to moisture damage on the electronic assemble and broken battery tube threads. Unable to verify alarms due to blank display.